Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the transmitter. Troubleshooting was performed and the minilink was functioning correctly. Customer's blood glucose level was 73 mg/dl. Customer stated she had differences in blood glucose and sensor glucose readings. Troubleshooting for the differences in readings was performed and it was found that the customer had several alerts in the sensor alert history including invalid sensor value, sensor error, sensor value not available, and lost sensor. Customer stated that she does not have the sensor to return. No additional information provided.